Manufacturer narrative:
H.6. Investigation summary: no samples or photos are available for analysis. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Not confirmed: for the needle retraction failure defect, bd was unable to confirm the claim. For the needle retraction failure defect cannot be confirmed since the design of the angiocath product does not have the safety device. H3 other text : see section h.10.

Event description:
It was reported that the bd angiocath¿ IV catheter did not retract during use. The following information was provided by the initial reporter: "these needles are so dull and dont retract all were disposed of."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter did not retract during use. The following information was provided by the initial reporter: "these needles are so dull and dont retract all were disposed of."